Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, d9, e3, g6, h2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-sep-2022 to 05-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication order was not showing on the station. A technical support specialist investigated and found that the medication order was sent to the non-existent unit. It was resent to the correct unit to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a bd pyxis medstation es system's emergency medication was entered into epic and the order crossed over to pyxis, but user could not see it under the patient for them to remove the medication at pyxis, during a procedure. The customer reported that there was a delay in getting alteplase and that the required medication was successfully retrieved from the other station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medication order was not showing on the station. A technical support specialist investigated and found that the medication order sent to the non-existent unit and resend the message to the correct unit to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system's medication order sent to the non-existent unit. As the unit did not exist, the order not shown up on the station causing unable to pull medication during a procedure. The customer reported that there was a delay in getting alteplase and that the required medication was successfully retrieved from the other station. There were no adverse events or injuries reported based on this incident.